Manufacturer narrative:
Concomitant products: product ID: 748251 serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3387-40, lot# j0306771v, implanted: (B)(6) 2003, product type: lead. Product ID: 3387-40, lot# j0301277v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
It was reported the patient experienced multiple infections on the left side. The caller thought both the implantable neurostimulator (ins) and the leads were removed from the left side, but was not certain if it was both. The explant was noted to have occurred long before 2012. The infections occurred right at the ins and behind the patient¿s ear right after the 2003 implant. It was indicated the infections were all over the patient¿s head, and the patient had to do plastic surgery at one point due to not having skin left. The patient never really experienced parkinson¿s symptoms on the left side so the system was taken out. All symptoms were reported to be on the right side. It was noted prior to dbs therapy, the patient¿s tremors were so bad, he would shake on the inside as much as the outside. No outcome was provided regarding this event. Further follow up is being conducted to obtain this information. It is unclear which ins the caller was referring to as it was reported the left ins was taken out due to the patient not experiencing symptoms on the left side, and that the patient was reportedly only experiencing symptoms on the right side. However, the patient would need the left ins to control the symptoms on the right side. Refer to manufacturing report #3004209178-2013-11595 as an infection and removal of the right side system from 2007 was reported. It was unclear if both infections occurred and if they were actually on different sides or not.